Manufacturer narrative:
Results: the cat8 was ovalized approximately 84.0 through 86.5 cm from the hub. The cat8 was damaged and, therefore, the cat8 could not be functionally tested. Conclusions: evaluation of the returned cat8 revealed that the distal shaft was ovalized. If the device is forcefully manipulated or gripped during insertion, damage such as ovalization may occur. The cat8 being inserted and removed from the sheath multiple times may have contributed to the device becoming ovalized. The non-penumbra sheath identified in the complaint was not returned to penumbra for evaluation. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system aspiration catheter 8 (cat8). During the procedure, the physician made multiple passes using the cat8 and a non-penumbra sheath. After at least four passes, the physician noticed that the tip of the cat8 had become flattened. Therefore, the physician used a new cat8 and the same sheath to complete the procedure. There was no report of an adverse effect to the patient.